Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the noise and intermittent loc was not determined. An invasive procedure was performed. The rv lead was surgically abandoned and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and intermittent loss of capture (loc) that resulted in 3 seconds of pacing inhibition. The patient was pacemaker dependent and experienced dizziness. Boston scientific technical services (ts) discussed troubleshooting options. A lead revision procedure was planned. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.